Manufacturer narrative:
(B)(4). Unit passed displacement, active current measurement and self tests; it failed sleep current measurement tests. Insulin pump history file and the power management tool confirmed power error detected alarm due to connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm and battery case was getting hot. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that insulin pump had not been exposed to temperature 41°f . No harm requiring medical intervention was reported. The device was returned for analysis.